Event description:
The customer reported that the physician performed punctures at two sites on the patient's right leg and planned to treat two vein segments using the clarivein device. After completing treatment of the first segment and withdrawing the device, it was observed that the inner wire had separated from the outer sheath, preventing device rotation. The inner wire did not completely detach from the device but remained connected to the catheter. The physician reported that the procedure was performed according to protocol and that the patient's vein was highly tortuous. The entire catheter was successfully removed from the patient's great saphenous vein (gsv), and a new device was used to continue the procedure. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was returned for evaluation. Visual inspection of the returned device found the device in position two (engaged/ready-to-use position). The wire was observed protruding approximately 10 cm from the distal tip of the catheter. Pulling gently on the wire resulted in complete removal from the catheter. Examination with magnification of the proximal end of the wire revealed a rough fracture surface, indicating the wire broke under strain. Examination of the cartridge identified the remaining portion of the wire within the device. The observed fracture is consistent with the customer's report that the wire broke while in the patient's anatomy, where difficult anatomy may have subjected the device to increased strain or stress. Based on the investigation findings, the root cause was attributed to a material failure of the wire. The complaint was confirmed.